Event description:
It was reported that the customer experienced a blood glucose level of "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump and a manual dose injection. The customer was hospitalized and treated with fluids of saline and insulin. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.